Event description:
The customer reported intermittent high blood glucoses (bg), the highest bg reported was 940 mg/dl and diabetic ketoacidosis. Reportedly, the customer couldn't provide any specific dates or the number of times they went to hospital and admitted to the intensive care unit. The customer was treated with intravenous fluids of saline and insulin to address the bg levels. The customer was released each time with issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.